Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the hospital on (B)(6) 2019 for follow-up and stated that he had an infection since last year. The physician explanted the pulse generator and chronic leads as part of infection treatment plan. The patient was in stable condition without complaint.